Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot # f1316304) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on an unk date. Access was obtained via a 6f sheath (model unk). Following the procedure, the deployer who is in trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during pull back, the balloon lost pressure between the 1st and 2nd stop, before it abutted the arteriotomy. The device was removed and the pt was converted to 20 minutes of manual compression. No pt additional info is available.